Event description:
The customer reported that while the unit was in use on a pt, the unit generated an autofill failure alarm. The pt was switched to another unit and the second unit generated an autofill failure alarm. The pt was switched to a third unit and therapy was continued. No pt injury was reported. Refer to MFR 2249723-2014-01123 (B)(4) for the other pump.

Manufacturer narrative:
A loaner was provided to the facility while the eval can be completed. The company rep was unable to duplicate the reported problem of autofill failure. The company rep replaced the male luer fitting (part # 0103-00-0398-01). The company rep checked functional tests and safety checks. The unit met factory specs and was returned to the customer. (B)(4).